Event description:
It was reported to nova biomedical that a consumer received a result of 212 mg/dl on their blood glucose meter. The consumer tested again 15 minutes later getting a result of 61 mg/dl. The consumer immediately called the emts and when they arrived they tested the consumer with their blood glucose meter getting a result of 51 mg/dl. The emts treated this consumer with a dose of sugar and transported the consumer to the emergency room. When they arrived at the emergency room, they tested again with the unk hosp unit getting a result of 167 mg/dl. It was discovered during the call, the consumer stores the test strips in the kitchen which against nova's directions for use, which may affect the integrity of the test strips. The meter in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.